Manufacturer narrative:
Philips service replaced the ts network switch with repl. Kit ethernet switch r/m/k cab and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry motorized movements were unavailable, and ts switch failure occurred on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.